Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. The customer¿s blood glucose was 37 mg/dl. Customer reported problem with motor after situation when inside was insulin. The two reservoir was leaks from the one box. The device will be returned for analysis.